Manufacturer narrative:
This product is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Additional information was received indicating the device could no longer be interrogated. A revision procedure was subsequently performed wherein the device was explanted and replaced without consequence to the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient remains hospitalized due to a non device-related condition. As the patient has an artificial heart the physician does not want to intervene if possible and there are currently no plans for revision. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Device telemetry was not available and a memory download could not be performed as a result. Diagnostic data from a disk download prior to explant was obtained. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. Though this device is included in an advisory population, laboratory analysis determined it did not display the advisory behavior.

Manufacturer narrative:
This device remains in service at this time. This report will be updated as additional information becomes available.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity; tones were also reported from the device. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.